Event description:
When the peripheral IV was inserted in the patient's vein, blood leaked back from the port. Site was cleaned and bleeding did not continue and IV line was able to be used. No other issues.